Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment outside the patient and stent damage occurred. A 4.00x28 synergy drug eluting stent was selected for use to treat the lesion. However, during preparation, the stent had dislodged from the stent delivery system and got stretched when the stent protector was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was not returned for analysis. The stent had detached from the balloon and was returned for analysis caught inside the stent protector. A visual examination of the crimped stent found the entire stent profile was damaged with stent struts stretched, damaged & distorted. The product stent protector was returned for analysis with the device and was measured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment outside the patient and stent damage occurred. A 4.00x28 synergy drug eluting stent was selected for use to treat the lesion. However, during preparation, the stent had dislodged from the stent delivery system and got stretched when the stent protector was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.